Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the air / water cylinder had no color, the suction cylinder had no color, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive around the objective lens had a chip, the adhesive around the light guide lens had wear, and the adhesive on the bending section cover had a crack. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, that the gastrointestinal videoscope exhibited foreign material on the air / water tube, the air / water cylinder, and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the "foreign materials in aw-cylinder and aw-channel" and "foreign materials in aw-cylinder and aw-channel" malfunctions could not be identified. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif-1100 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.